Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post-implant the right ventricular (rv) lead exhibited high thresholds, suspected positional loss of capture with no bipolar capture, suspected undersensing and had dislodged. It was also reported that if patient is supine then capture and threshold can be obtained, but if patient lies on right side loss of capture is noted even at high outputs it was noted that the patient experienced bradycardia, chest paint, dizziness, pre-syncope and heart block. It was also noted that the patient had elevated troponin levels and an occlusion that required stenting. The rv lead was reprogrammed, repositioned and remains in use. No further patient complications have been reported as a result of this event.